Event description:
It was reported by the rep that the devices and reload cartridge were used during a laparoscopic assisted vaginal hysterectomy procedure. One device, with reload cartridge, locked out, the other device locked out on the initial firing. Another device was used to complete the case. There was no consequence to the pt. The reload was discarded.